Event description:
It was reported that during a laparoscopic hysterectomy procedure, in the middle of the procedure, the electrode located in the lower jaw of the device came off, rendering the device useless. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in the following condition; the electrode broken off from the instrument and returned, active rod present and the ceramic cracked. The ceramic was cracked but sections are still bonded to the lower jaw. Because of the missing electrode we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode were found on the active rod.